Event description:
Patient reported obtaining back-to-back blood glucose results of 56 mg/dl, 565 mg/dl, and 150 mg/dl, on the suspect device. Patient indicated that, based on the value of 56 mg/dl, she self-treated by drinking orange juice. No injury was reported. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.